Manufacturer narrative:
B3: exact date unknown, event occurred about one week ago prior to the date the manufacturer became aware.

Event description:
It was reported that patient had infection at the battery site. The physician does not believe that it was device related, and the cause was unknown. The patient was administered antibiotics. The patient underwent implantable pulse generator (ipg) replacement procedure.

Manufacturer narrative:
The returned wavewriter alpha 16 ipg kit was analyzed and the implantable pulse generator (ipg) displayed typical characteristics throughout the visual assessment, and the sterilization record review did not find any deviations or anomalies that could have contributed to the reported event. A labeling review did not reveal any anomalies as it states: possible surgical procedural risks are temporary pain at the implant site, infection, cerebrospinal fluid (csf) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis. Is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. With all the available information, boston scientific concludes that the patient had an infection at the battery site and the reported event was confirmed. External visual inspection of the device revealed no abnormalities. The labeling review confirmed that the reported event is a commonly known risk associated with implanting a pulse generator as part of a system to administer spinal cord stimulation.

Event description:
It was reported that the patient had infection at the battery site. The physician does not believe that it was device related, and the cause was unknown. The patient was administered antibiotics. The patient underwent implantable pulse generator (ipg) replacement procedure.